Manufacturer narrative:
A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. No product sample was received to perform an investigation. A picture was received and a visual inspection of the picture confirmed that the joint a and needle were disassembled the root cause of the reported issue was found to be caused by the manufacturing of the supplier. A supplier corrective action request (scar) was issued and investigation is required. Brand name, unique identifier, operator of device and protocol # are unknown. No product information has been provided to date. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that during use of the product, the needle got detached from the joint section. No patient injury was reported.